Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during central processing, the customer noticed the rubber was burnt on the fenestrated bipolar forceps instrument. There was no patient involvement.